Event description:
The dentist tightened an iunihg screw at site #8 for the patient. When he torqued the screw, it snapped off. He was able to retrieve the top of the screw. The rest of the screw is currently still in the patient.

Manufacturer narrative:
The device was not returned. The fracture could not be verified. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. (B)(4)